Event description:
A customer contacted baxter technical service regarding a system error 2240 alarm during initial drain of therapy using the homechoice system. The service representative had the home patient check for air in the patient line. The home patient reported that the patient line became disconnected after initial drain had started. The service representative had the home patient cycle the power and a system error 2367 alarm occurred. The service representative then had the home patient turn the device off and instructed the home patient to start therapy over using new supplies. There was no patient injury or medical intervention associated with this report, per the home patient's nurse.

Manufacturer narrative:
.